Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded significant right atrial under sensing when there was atrial pacing. The crt-d remains in service at this time. According to the field representative the under sensing was addressed and patient was brought in to correct that. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded significant right atrial under sensing when there was atrial pacing. The crt-d remains in service at this time. No adverse patient effects were reported.